Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported during a cataract extraction with intraocular lens implant procedure, broken pieces of the lens were not aspirated which resulted in the patient having a corneal burn. Sutures were needed to close the wound. Add'l info has been requested but none has been rec'd to date.